Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters; perforation of other acute or chronic damage of the ivc wall.. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight months post filter deployment, on oblique views, the filter tip was identified to be outside the cava. The filter retrieval device could not be placed over the top of the apex of the filter despite multiple attempts. It was determined to leave the filter in place. Therefore, based on the provided medical records the investigation is confirmed for perforation of the ivc wall and difficulties removing the filter. However, the investigation is inconclusive for the alleged migration, tilt, and detachment. Per the provided medical records, the patient had the filter implanted before the patient underwent exploratory laparotomy with total abdominal hysterectomy and bilateral salpingo-oophorectomy. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. Perforation of other acute or chronic damage of the ivc wall. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: it was reported approximately eight months post filter deployment, during scheduled filter retrieval, venogram demonstrated the tip of the filter outside the caval wall. Despite multiple attempts, the filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of a large pelvic mass and right iliofemoral thrombus was scheduled for inferior vena cava (ivc) filter placement prior to exploratory laparotomy. The left common femoral vein was accessed and a venogram demonstrated the ivc normal in caliber with the widest post at the level of the renal veins measuring 20 mm. A retrievable filter was deployed in an infrarenal location with no significant tilting. Completion venogram demonstrated good position of the filter. The same day following filter placement, the patient underwent exploratory laparotomy with total abdominal hysterectomy and bilateral salpingo-oophorectomy. Five days post filter deployment, the patient was discharged from the hospital with the plan to continue anticoagulation with the filter in place for approximately six months. Approximately eight months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and a venogram demonstrated the inferior vena cava to be patent with no evidence for intraluminal thrombus. On oblique views, the filter tip was identified to be outside the cava. The filter retrieval device could not be placed over the top of the apex of the filter despite multiple attempts. The wire was positioned along the right ivc wall and a 4 mm balloon was inflated trying to break up some fibrin covering the top of the cone; however, the filter tip could not be captured. No further maneuvers were taken to try to recover the filter. The findings were discussed with the patient and the family. Approximately one year seven months post filter deployment, CT scan demonstrated an ivc filter in place. Image/photo review: as medical images were not provided, a review could not be performed. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: it was reported approximately eight months post filter deployment, during scheduled filter retrieval, venogram demonstrated the tip of the filter outside the caval wall. Despite multiple attempts, the filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.